Event description:
It was reported that the customer had been hospitalized for back surgery and was unsure if the replacement insulin pump was programmed correctly. The customer's wife stated that the insulin pump was stuck in the rewind step. The blood glucose reading was 315 mg/dl. The customer was assisted with priming the insulin pump. Upon inspecting, it was found that the insulin pump had alarmed low reservoir in the process of a set change, and the customer had not completed the filling step. He advised that his blood glucose levels were high from his not finishing the fill tubing step. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.